Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deploy and inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified de novo lesion in the proximal left anterior descending artery. A 4.0x23mm xience alpine stent delivery system (sds) was advanced to the lesion; however, the balloon failed to inflate when attempting to deploy the stent. The stent and sds was removed without any problems. The procedure was successfully completed with another unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.